Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052077. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc leaked. On (B)(6) 2024, before giving patient "early pregnancy abortion surgery", the medical staff performed intravenous indwelling needle puncture, and when the needle core was withdrawn, blood popped up with the needle core, and the use was immediately stopped, the new indwelling needle was replaced, and the adverse event was reported.